Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with a pre-op diagnosis of l5-s1 instability with grade 1 spondylolisthesis and underwent two separate procedures: 1st procedure: anterior lumbar discectomy l5-s1. Reduction of l5-s1 subluxation, dislocation. Partial l5 corpectomy. Anterior l5, s1 lc titanium cage placement. Anterior l5-s1 allograft arthrodesis using bone morphogenetic protein. Intraoperative fluoroscopy. Second procedure: posterior l5-s1 laminectomies. Pedicle screw instrumentation l5, s1 bilaterally. Posterolateral and transverse fusion using allograft, autograft, and bmp arthrodesis, l5-s1 bilaterally. Intraoperative fluoroscopy. As per op-notes, ¿once the posterior l5-s1 laminectomies were performed, posterior pedicle screw instrumentation was then placed in l5-s1 bilaterally. Once the pedicle screws instrumentation was placed to l5-s1 bilaterally, a posterolateral and transverse fusion using allograft, autograft, and bmp arthrodesis were placed in l5-s1 bilaterally. Once the posterolateral and transverse fusion using allograft, autograft, and bmp arthrodesis was placed in l5-s1 bilaterally, irrigation was then used.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.